Event description:
The customer reported to olympus, the connecting tube was falling off apart on the oer-elite reprocessor. The issue was found during reprocessing. There were no reports of patient harm. This medical device report (MDR) is related to patient identifier (B)(6) (maj-2118, 2 of 2).

Manufacturer narrative:
The subject device was manufactured on november, 2020, but the specific date is unknown at this time. The device was returned to olympus and inspected. Visual inspection as received condition confirmed one of the lock levers missing from the air/water connecting tube and its blue connector had a small dent on the edge, but the pins of the reprocessor side connector were intact. Both reprocessor side connectors could go straight into the light blue connectors on olympus test oer-elite until the lock levers were securely engaged. The blue connectors could be attached or detached from the reprocessor properly. The scope side connector was also inspected and found some scratches and white foreign substance on its slide adapter section. However, no moisture stains found inside the connecting tubes. The scope side connector could be attached to or detached from the a/w and suction cylinders of our test ultrasound gastrovideoscope gf-uct180 without a problem. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record could not be performed since the manufacturing date is unknown. Based on the results of the investigation, it is likely that external stress was applied to lock lever of connecting tube, which broke the lever and the tube was unable to be connected. As a cause of external stress, the user may have applied force toward incorrect direction. The event can be prevented by following the instructions for use: "preparation and inspection move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct b5 of the initial report. The aforementioned related patient identifier [(B)(6) (maj-2118, 2 of 2)] was found to be a duplicate. There is only 1 event associated with this reportable malfunction.